Manufacturer narrative:
The reported field event of infection was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.

Event description:
It was reported that the patient presented in clinic for a follow-up. It was revealed that the patient had an unspecified infection. The pacemaker system was removed. The patient was stable.